Event description:
As the surgeon approached the area of location for the insertion of the recurrent laryngeal nerve he attempted to utilize the stimulator probe of the nerve integrity monitor. He did not get successful stimulation. Therefore, he identified the nerve in its usual location, more laterally, and followed it medially. Dissection was carried down to the thyroid lamina maintaining a good distance from the insertion of the recurrent laryngeal nerve. There were no adverse affects to the patient.